Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Costumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 90-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/28/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer unable to see the time and date correctly on the meter): (B)(6). Customer have only been using the meter for a month now. Customer test once a day. Lo results does not display in the memory. Customer stated that get the lo blood result. Customer attempted to run 2 blood test,customer obtained the e-2 errors.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue.

Event description:
Costumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 90-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/28/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer unable to see the time and date correctly on the meter): (B)(6). Customer have only been using the meter for a month now. Customer test once a day. Lo results does not display in the memory. Customer stated that get the lo blood result. Customer attempted to run 2 blood test, customer obtained the e-2 errors.